Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as no event date was reported. Captures the reportable event of pull wire break. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a procedure performed on (B)(6) 2018. According to the complainant, during preparation while opening the material the shaft of the catheter was noticed to be broken. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
Model number m0063901050. Date of event was approximated to (B)(6) 2018 as no event date was reported. Device problem code 1069 captures the reportable event of pull wire break. A zero tip basket was returned for evaluation. A visual evaluation of the returned device revealed that the sheath is kinked/bent in several locations at the distal end. It is torn approximately 2.1cm from the heat shrink. The sheath was fully removed and the pull wire was noted not to be broken. No other anomalies were noted. The condition of the returned device reveals that it was severely damaged, indicating use and handling of the device. It is most likely that the device could have been excessively manipulated since the failures found (sheath kinked/torn), are issues that could have been generated by excessive manipulation of the device or excess of force applied to the product during the use of the device, excess of force can cause damages or deformities as shown on the returned device. Once the sheath is kinked, this condition can cause difficulties during the basket extension/retraction, continued attempts to actuate the device or excessive force applied to the handle in order to extend/retract the basket can result in sheath tearing. Based on the information available and the analysis performed, the investigation conclusion code for the complaint will be documented as "cause traced to component failure" since it is an expected or random component failure without any design or manufacturing issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a zero tip basket was used during a procedure performed on (B)(6) 2018. According to the complainant, during preparation while opening the material the shaft of the catheter was noticed to be broken. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.